Event description:
Pharmacist reports receiving an anecdotal report in which a single day infusor reportedly leaked. Further follow up revealed that event unit contained 5 fluorouacil 350mg and d5w for a total fill volume of 50ml. Reported condition was noted prior to pt use, as the nurse was taking the infusor out of a plastic bag and placing it on the table. Per reporter the location of leakage is unknown. Reporter indicated that there was a small chemo spill; however, no oen was exposed to the contents of the device.